Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: components failure of universal cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event (image was occasionally green) is caused by components failure of the unit spanning from the distal end to the main body and component failure of the insertion tube. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from customer.

Event description:
It was reported that the rigid videoscope image was occasionally green. There were no reports of patient harm.

Manufacturer narrative:
Follow-up in progress to obtain additional information regarding the event. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.